Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when replacing the urinary foley catheter, a portion of the shaft branch was found to be broken, so use was discontinued.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngkn1919. The third photo sample shows an enlarged image of the silicone foley bifurcation site with a highlighted arrow pointing. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone temp sensing foley catheter with sample port connector. Visual inspection noted no obvious observations, and no device breakage was noted. During testing, the catheter balloon inflated using in house luer lock syringe with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and leakage noted. The balloon deflated 10ml methylene blue solution within 01min02sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when replacing the urinary foley catheter, a portion of the shaft branch was found to be broken, so use was discontinued.